Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported suture stuck in the foot was not confirmed due to the returned condition of the device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure that led to the reported suture getting stuck in the foot. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, when deploying the prostyle device, the suture got stuck in the anchoring feet, and the needles did not meet (cuff miss). This happened with 3 prostyle devices. The footplate on all three prostyle devices was able to be retracted and the devices were removed without intervention. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to 18f and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.